Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No: lens implanted. (B)(4) refractive surprise. Lens implanted. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -14.00 diopter, in the patient's left eye (os) on (B)(6) 2015. The reporter indicated the lens had a refractive surprise and the plan is to explant and exchange the lens. The lens remains implanted.

Manufacturer narrative:
Additional information: the reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -14.00 diopter, in the patient's left eye (os) on (B)(6) 2016. The surgeon noted a refractive surprise and decided to exchange the lens with another lens of the same model but different diopter. The problem was resolved. Patient's post-op uncorrected visual acuity on (B)(6) 2016 was 20/20. The device was returned in liquid in a lens case/vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspections were also performed. (B)(4). Initial report is incorrect; report source was a distributor, not a user facility (B)(4).